Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent pocket revision and was doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent pocket revision and was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient had difficulty charging due to the location of the ipg.